Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected with total of 14 vials of voluma xc (7 vials), juvéderm® ultra xc (2 vials), juvéderm® vollure¿ xc (1 vial) and 2 vials of juvéderm® xc to cheeks, jowls and temples. After the injection, patient began experiencing reactions and recurring infection that have not fully healed. After two months later, patient have been experiencing daily facial flushing that last about an hour. Patient is taking antihistamines. Additionally, patient developed open sores that initially started as pimples and gradually spread. A biopsy was performed on the cheeks and results were not provided. Patient is concerns with bad scarring from the reactions. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier: (B)(6) (emdr-59471), (B)(6) (emdr-59472), (B)(6) (emdr-59474), (B)(6) (emdr-59475), (B)(6) (emdr-59476), (B)(6) (emdr-59477). This emdr is being submitted for suspect product juvéderm® voluma® xc (lot number: 1000610624).

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported they were injected with total of 14 vials of voluma xc (7 vials), juvéderm® ultra xc (2 vials), juvéderm® vollure¿ xc (1 vial) and 2 vials of juvéderm® xc to cheeks, jowls and temples. After the injection, patient began experiencing reactions and recurring infection that have not fully healed. After two months later, patient have been experiencing daily facial flushing that last about an hour. Patient is taking antihistamines. Additionally, patient developed open sores that initially started as pimples and gradually spread. A biopsy was performed on the cheeks and results were not provided. Patient is concerns with bad scarring from the reactions. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier. This emdr is being submitted for suspect product juvéderm® voluma® xc (lot number 1000610624).